Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that menu button was not responding. The customer¿s blood glucose level was 159 mg/dl at the time of incident. Customer also reported that they received blank display and insulin flow block alarm. Customer stated that numbers are not ramping on their own and the scroll bar was not moving with no input. Customer also stated that pressing menu button does not take them to the menu screen. Customer stated that the up arrow allows them to navigate screens and the down arrow allows them to navigate screens. Advised the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.(B)(4).